Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient was feeling stimulation at the same time each day. The atrial lead position check was programmed off. The right atrial (ra) lead remains in use. No further patient complications have been reported as a result of this event.